Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information, patient photo. There is no allegation on system malfunction. Service engineer visited the facility for testing and evaluation of the device. His conclusions: carried out pm, added coolant to the system. Tested the handpiece, no issues found. Recommend regular cleaning and calibrating handpiece if needed. Device malfunction wasn't the suspected cause of the adverse event. Lumenis could not evaluate the rate of injury because the customer did not send us the incident form (if). Since user didn't feel the need to get back to us, so there is no evidence of any serious injury. Lumenis will be reporting this anyway just on an abundance of caution to the FDA only. Since there is no confirmed serious deterioration of a person's health involved here, it's not reportable to the (B)(4). Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained burn following treatment by lightsheer quattro device.